Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. Another rv lead was successfully implanted. No additional adverse patient effects were reported.